Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. There have been three other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is:(B)(4).

Event description:
A account manager reported that following an intraocular lens (iol) implant procedure the patient reported difficulty seeing her family member's faces and cannot see her grandchildren's faces at the school programs. She was not happy with her vision at night and unable to drive due to the glare. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. There have been three other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is:(B)(4).

Event description:
A account manager reported that following an intraocular lens (iol) implant procedure the patient reported difficulty seeing her family member's faces and cannot see her grandchildren's faces at the school programs. She was not happy with her vision at night and unable to drive due to the glare. There was no patient harm. Additional information has been requested.

Event description:
Additional information was received stating patient was unhappy with left eye only.

Manufacturer narrative:
Additional information provided in b.5. Correction information provided in b.6. The manufacturer internal reference number is: (B)(4).